Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (06/02/2014). The patient¿s meter has been returned on 5/20/2014 and evaluated by lifescan product analysis on 5/22/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/23/2014 for this product. The subject lot # was manufactured under non conformance to ensure the lot was not distributed until a resume shipment had been instructed by lifescan. The subject meter was built using new meter software, to rectify the issue related to the verio recall (correction # (B)(4)), prior to being distributed, hence no rework would have been required. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (02/11/2014) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) in (B)(6) alleging her onetouch verio iq meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014, at 11:50am, while at a routine doctor's visit, the subject meter read "135mg/dl" compared to "60mg/dl" on a onetouch ultra2 meter and "56mg/dl" on a doctor's meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using self-adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2014, at 8:30am, she had her usual insulin, 13 units. The patient reported after the alleged issue occurred, she felt sweaty, dizzy, and weak. The patient reported the doctor gave her fruit juice and she rested for a bit. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The patient was using a correct testing process and an approved sample site for testing. The patient's test strips and test strips vial were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.